Event description:
It was reported that during a data review, far-field atrial over-sensing was noted on the ventricular sensing channel. Boston scientific technical service was contacted and provided potential reprogramming options, as well as discussed a potential diagnostic imaging and lead revision. At this time, the system remains implanted and in-service. No adverse patient effects were reported.